Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the clinic due to the formation of a large hematoma. Upon interrogation, it was observed that the device recorded high out-of-range right ventricular (rv) electrode shock impedance measurements. It was confirmed that the electrode was underinserted. Surgical intervention was performed and the issue was resolved. The device and electrode remain implanted and in service.